Event description:
Reporter stated that user at facility reported the unit was alarming and compounding could not be done. While compounding, the unit gave a p-25 alarm. The operator's manual states that the correction for this alarm is to contact product service. However, the user recycled the power to clear out the alarm and got a p-24 alarm when he tried to purge the weighing chamber. He changed the transfer set and got a p-24 again. He then opened the source occluder door to manipulate the line without manually occluding the lines and got free flow of solution into the weighing chamber. The reporter had the user change the set. The unit went into a p-24 alarm again. The unit will be returned for eval. There was no pt involvement.

Manufacturer narrative:
Evaluation: the unit was received extremely dirty with a connector hanging by its wires. The chamber guard was missing the magnet. The unit could not be tested as received. It was sent to repair. The repair technician found that fluid had dripped on to the power supply, blowing a fuse. Further investigation found two damaged capacitors. Unit was tested and free flow could not be confirmed. Unti was repaired and has passed qa final inspection.